Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified, at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the nurse stated that the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized. The patient was treated with reflin (1g, every day, ip), fortum (1g, everyday , ip), and amikacin (250mg, loading dose and 125mg maintenance dose, every day, ip).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.